Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen did not respond. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. This was due to contamination on touch screen caused by fluid ingress which altered the characteristics of the touch screen. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.